Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised the customer that the cpu was possibly faulty. The customer reported replacing the cpu to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error code 1101 following performance verification testing. There was no patient involvement.